Manufacturer narrative:
Information suggests both the lead and crt-d remains in service. Investigation is completed to date. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that while this patient was using a transcutaneous electrical nerve stimulation (tens) unit the this cardiac resynchronization therapy defibrillator (crt) detected noise. The noise was oversensed and as a result pacing inhibition greater than 2 seconds was noted. This patient did have a slow underlying rhythm which negated complete inhibition. No adverse patient effects were reported. Technical services discussed recommendations of such units.